Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Reportedly, the customer was sent new charging supplies. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.